Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed via a merlin.net transmission. Upon review of the transmission, it was noted that the episodes appeared to be triggered by sensing some unknown signal, at times the morphology, indicating that it may be sensing pvc's or localized ectopy. Egm's showed inconsistent morphology however consistent more with lead noise. The patient was later brought into clinic and isometrics were performed. Noise was not reproducible. Patient will continue to be monitored.

Event description:
New information notes that twave oversensing was also noted. On (B)(4) 2018, it was decided to leave the patient as is. Patient had no symptoms.

Manufacturer narrative:
The reported events of oversensing and noise were confirmed. As received, only distal portion of the lead was returned measuring 55.3 / 55.4 / 55.5 cm. Dissection of the lead found clavicle crush at 34.1 ¿ 34.5 cm from the distal tip. Damaging/breaching all the lumens distal to suture sleeve tie impression with breached/damaged etfe coating of one rv cable and ptfe liner of the inner coil. The cause of the reported events was due to damaged/breached insulations consistent with clavicle crush.

Event description:
New information notes that on (B)(6) 2019, the rv lead was explanted and replaced due to the oversensing. The device was elective explanted as it had few months of battery left. The patient was stable before and after procedure.